Event description:
The grub screw of the glenosphere could not be screwed; it was tight or jammed and therefore could not be screwed/secured into the base plate. As an alternative, the eccentric glenosphere was used.

Manufacturer narrative:
The reported event could be confirmed (jammed safety screw in the glenoid sphere when opening the packaging) since the device was returned and was found to be in condition stated in the event description. The device inspection revealed the following: -the visual inspection confirmed that the safety screw was jammed in the glenoid sphere. -after loosening the safety screw, the functionality of the sphere was checked, and it could correctly impact and tighten into the baseplate-gauge without issue to report. The issue described in the reported event was unable to be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The grub screw of the glenosphere could not be screwed; it was tight or jammed and therefore could not be screwed/secured into the base plate. As an alternative, the eccentric glenosphere was used.